Event description:
It was reported that there was an alert for high impedance on the high volt portion of the right ventricular lead. The lead also had a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the partial lead was returned in segments and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).